Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(6)): easypump - blocked. The pump is filled with cytostatics (5fu) and correctly attached to pt. Flow did not function. Pump was blocked. No air bubbles or crystallization visible.

Manufacturer narrative:
(B)(4). We rec'd one used and completely filled easypump ii lt 100-50-s without packaging. The rec'd sample was taken to a visual inspection. Damages were not detected. In 'as-rec'd' condition, the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected no liquid at the filling port (lli-cone). Furthermore we detected liquid but no crystalized drug residues at the lla-cone of the pt connector. Additionally, a functional test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the rec'd sample: nominal: 2 ml/h. Actual: 1.9 ml in 1h; 2.8 ml in 2 hrs; 3.8 ml in 3 hrs. The inspection sample is within out spec; we have assessed this complaint as not justified. A f/u report will be provided as soon as the statement from MFR is available. (B)(4).